Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During an atrial fibrillation (af) and cavo-tricuspid isthmus line (cti) procedure, a pericardial effusion occurred requiring a pericardiocentesis to stabilize the patient. While ablating the cti in af rhythm, a low blood pressure of <80 mmhg was observed. After cardioversion, the blood pressure rose to around 90 mmhg and the patient was noted to be stable. An ultrasound was done which was negative for pericardial effusion. After the procedure, while on the ward, the patient reported they did not feel well so another ultrasound was done which revealed a small perforation in the apex and a pericardial effusion. A pericardiocentesis was performed and the patient stabilized. The physician does not allege any performance issues with any abbott device. The cause of the perforation is unknown.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.